Manufacturer narrative:
Age at time of event - (B)(6) years or older.

Event description:
It was reported that the device stopped rotating. A 2.4mm jetstream xc was selected for use in a superficial femoral artery (sfa) revascularization procedure. The sfa was completely occluded with stents placed in the mid to distal sfa. There was no tortuosity within the vessels leading up to the lesion. The device was prepped and connected to the console per the instructions for use. The jetstream xc was loaded onto a 0.014in thruway guidewire. Treatment began proximal to the lesion. The proximal sfa was treated with blades down for two passes and then blades up on the third pass. Next, the mid sfa was treated with blades down for two passes and then blades up on the third pass. While treating the distal sfa with blades down, the device began to bog down. The device was backed up, and a pecking technique was used to try and engage the lesion. The device bogged down, and the blades stopped rotating. The device was retracted using rex mode, and it was noted that the device was still aspirating. An attempt was made to advance the device with blades down in the previously treated area, but the device would not turn on. The console did not display any error messages. The device was removed from the patient entirely using rex mode. The procedure was completed with another jetstream over the existing thruway guidewire. No patient complications were reported.